Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 419 mg/dl at the time of incident. It also stated that the customer changed set and then woke up with blood glucose was 419 mg/dl and after one and half hour blood glucose went to 460 mg/dl. Customer was assisted troubleshoot for high blood glucose but customer declined troubleshoot for high blood glucose. Customer will not return the device for analysis.